Event description:
It was reported that ongoing intermittent occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. Reportedly, the customer continued to use the pump for insulin therapy.